Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the screen was glitching and going in and out. The customer reported isolating the issue to the monitor by testing other cables, blades, and monitors. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The glidescope core 15-inch monitor used during the reported incident was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported image issues. When connected to verathon's test equipment, the tsr tried wiggling connections, detaching and reattaching devices, and power cycling with devices attached. However, no glitching, pixelation, cutting out, or other imaging issues were observed. The monitor passed verathon's device functionality testing and was confirmed to be within specification. The cable and laryngoscope used with the monitor during the reported incident were not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.